Event description:
It was reported that the ultrasound gastrovideoscope had a broken sheath. This was found during reprocessing. There was no report of patient harm. The device was returned, evaluated, and the distal end ultrasound probe was cut. Additionally the forceps cover adhesive was missing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the insertion tube was leaking and squashed between 40-50. In addition to the cut distal end ultrasound probe and the missing forceps cover adhesive, other evaluation findings are as follows: there was leakage at the plastic distal end cover and the insertion tube under protector; the bending section cover glue was cracked; the missing echo signal was over specification; the insulation value at the insertion tube was not within specification; the light guide tube was crushed; and there was play at the angulation angles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.